Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device was found to be contaminated with dust and dirt. The flow sensor and flow straightener were cleaned to address the issue.